Manufacturer narrative:
The subject device was implanted on (B)(6) 2023 and is still implanted. The residual longevity is displayed 7 to 10 years on 7 february 2025, leading to rrt between february 2032 and january 2035. The battery voltage is 3.06 v. The percentage of ventricular pacing is 97%, with more than 90% of pacing thanks to the dual sensors. Ventricular pacing is delivered at 2 v / 0,35 ms and the ventricular pacing impedance is 370 ohms. Based on the data provided, the average pacing rate from 2 february 2024 to 7 february 2025 is 63 bpm. The follow-up data provided have been analyzed (7 february 2025) and the estimation of the longevity has been performed using the follow-up data provided. The analysis applied hrs recommendations to determine if premature battery depletion occurred. The device is still implanted and therefore it was not returned. The longevity calculation was performed based on the sole data provided: the subject device was implanted on (B)(6) 2023, leading to expected longevity = 10,5 years. Based on hrs guidelines, no premature battery depletion is suspected. The expected longevity of the subject device is aligned with the calculated longevity in the IFU. It shall be noted the ventricular impedance of the subject device is lower than the impedances used to calculate the longevities in the IFU, leading to slightly shorter longevity than the one displayed in the IFU. No premature battery depletion is suspected on the subject device.

Event description:
Reportedly, during in-clinic follow-up, the physician asked for a comparison between the displayed longevity and the longevity provided in the IFU.